Event description:
The clinician reported that less than 3 weeks after the dental implant was placed in ada site 4 in the patient's mouth, the implant did not achieve osseointegration. The implant was removed and replaced on this day with another in the same ada site to correct angulation. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.